Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and (B)(4) are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Event description:
Litigation papers allege: pt was implanted with a depuy asr hip implant on his right side on or about (B)(6) 2009. Pt later experienced swelling, inflammation, groin pain, hip pain, complications with opposite hip and problems sitting, standing, and moving up and down stairs. There is no mention of revision.

Manufacturer narrative:
Revision scheduled (B)(6) 2012, unknown if this occurred. Depuy still considers the investigation closed.